Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during the surgery, while opening the implants ( the inner box ) found out that it was empty and there were no implant in it. Procedure completed with other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and one impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) packaging were returned for investigation. Visual inspection of the as returned product identified that both implant vials and boxes are already opened. Neither contain components or subcomponents. The devices are not noted to be used in patients. Device history record (DHR) review was completed for the subject lot number 1219977. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. All inspected packaging was noted to contain all components and subcomponents on the bill of materials. Complaint history review was performed for the reported lot number (1219977) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.